Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul2019. The manufacturer¿s international customer specialist confirmed the reported issue. This was an out of box failure and parts failed under warranty.

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.